Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Intimal dissection and thrombosis are listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the heavily tortuous proximal right coronary artery (rca). Pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc). The 2.5x38mm xience prime stent implant was successfully deployed without reported issue; however, a vessel dissection and thrombosis were noted, which were treated with deployment of another 2.5x38mm xience prime stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.